Manufacturer narrative:
The last calibration performed on 10-dec-2022 had no alarms. The calibration signals were slightly lower than expected, but this did not affect the performance of the calibration. Quality controls recovered within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, abnormal aspiration alarms were observed. These alarms indicate possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas 8000 e 602 module. The sample was re-centrifuged prior to processing and initially resulted in an hcg+beta value of 1.02 miu/ml. The initial value was reported outside of the laboratory. The physician called the laboratory on (B)(6) 2023 stating that the patient was pregnant after being checked by ultrasound. The patient sample was then repeated on (B)(6) 2022, resulting in an hcg+beta value of > 10000 miu/ml with a data flag. The sample was diluted 1:100 and repeated on (B)(6) 2023, resulting in a value of 11150 miu/ml accompanied by a data flag indicating carryover. The hcg+beta reagent lot number was 64377001, with an expiration date of 30-nov-2023.